Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comments. The programmer powered up and interrogated with no noise on ele ctrocardiogram (ECG) and without freezing. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer had noise on the electrocardiogram (ECG) and the screen was freezing occasionally requiring the battery to be removed and the power turned off to reset. The programmer was returned for service. No patient complications have been reported as a result of this event.